Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a possible occlusion of an administration set. The reporter stated that an unspecified infusion pump presented a downstream occlusion alarm while being used with the set. This occurred while the nurse was attaching the set to an unspecified valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.